Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device misfired was confirmed as inspection of the returned device revealed that the posterior cuff miss occurred during needle deployment. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the suture "misfired" during attempted suture placement in the moderately calcified right common femoral artery using the preclose technique with a proglide device using a 6f sheath prior to an aortic valvuloplasty procedure. The sutures of a second proglide device were successfully placed using the pre-close technique with a 6f sheath prior to an aortic valvuloplasty procedure. The sheath was upsized to 12f and the aortic valvuloplasty procedure was completed. Hemostasis was achieved with the pre-placed sutures of the second proglide device and 5 minutes of manual compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.